Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and touchscreen became unresponsive and unreadable. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to let pump battery fully deplete, to return damaged pump with prepaid label, and to set up and program settings and connect continuous glucose monitor on replacement pump, while technical support arranged shipment of in-warranty replacement pump and confirmed shipping details.